Event description:
It was reported that a cardiac tamponade occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline pericardial effusion was noted. After deployment, the device was partially recaptured; however, it was decided that the device was not large enough and therefore, was fully recapture. A negative effusion sweep was performed. A 24 mm was deployed, and at that time a pericardial effusion was seen via x-ray and transesophageal echocardiogram (tee). Patient developed symptoms of tamponade for which a pericardiocentesis was performed. A perforation was also noted with contrast injection. Per implanting team, the full recapture of the 21mm device caused the effusion. The 24 mm device remains in service. Patient is doing well and has been discharged.